Event description:
Procedure type: esophagectomy. According to the article: as reported in the article, an early experience using the technique of transoral orvil eea stapler for minimally invasive transthoracic esophagectomy, in the society of thoracic surgeons, anastomotic leaks were observed in 5 of 51 patients. It was reported that this female, (B)(6), was returned to the operating room for leak repair with alloderm.

Manufacturer narrative:
(B)(4).